Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-21054. It was reported the patient has been experiencing a sharp pain in the ipg site regardless of stimulation; however, the patient felt the pain is aggravated with stimulation. Diagnostics revealed one invalid impedance. The patient is receiving effective stimulation along his pain pattern except for rsd on his knee. A CT scan revealed no anomalies. It was reported there is some redness at the ipg site. The patient has been given an anti-inflammatory medication for a week.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.